Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 11-oct-2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube bubbling, distal tip annual maintenance, failed dry leak test, umbilical cable dent, lightguide prong cover glass set loose, failed wet leak test, distal cap/ case cracked, fluid invasion not observed in pve connector, cut on insertion tube at stage 1, operation channel- primary slice by accessory, umbilical cable single buckled under pve root brace, bending rubber pinhole, operation channel- primary mild resistance, bending rubber leak at middle section, fluid invasion not observed in control body, operation channel- primary mild resistance, bending rubber leak at middle section, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 21-oct-2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy. Ud pulley assy.